Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted the previously placed mesh had disrupted and was adherent to the omentum. As it was difficult to dissect, the mesh was left in place and adhesions were taken down. It was reported that the patient underwent removal surgery and wound exploration and repair on (B)(6) 2010 during which the surgeon noted the previously placed mesh was noted to have disrupted from the fascial edge. It was reported that the patient experienced severe pain, mesh disruption, bulging, adhesions, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2009 which is captured in separate files. No additional information was provided.